Event description:
It was reported that balloon ruptured occurred. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use for a shunt percutaneous transluminal angioplasty procedure. During procedure, it was noted that the balloon ruptured on the third inflation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was return for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occurred. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use for a shunt percutaneous transluminal angioplasty procedure. During procedure, it was noted that the balloon ruptured on the third inflation. The procedure was completed with a different device. No patient complications were reported.